Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the extension tubing was weakly connected and came off from the cs300 intra-aortic balloon pump (iabp). This caused the iabp to generate a gas loss in iab circuit alarm. The extension tubing from a new iab kit was used with the original iab to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The extender tubing was returned intact without damage and visible blood. The iab catheter was not returned for evaluation. The extender tubing connected to the pump normally without difficulty. An underwater leak test of the extender tubing was performed and no leaks were detected. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).